Event description:
On (B)(6) 2009, patient reported her diabetes is not under good control. Patient stated she has an air bubble at this time, and always has air bubbles. Walked the patient through priming out the air bubbles and she stated she will continue on her own. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.